Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the homechoice (hc) during dwell 3/4. The technical service rep (tsr) assisted the patient to close the clamp on the bag and cleared the alarm. The patient stated the transfer set broke. A follow up call to the nurse was made and the nurse stated the patient did not report the event. The nurse stated the patient has a spare transfer set and may have just gone to the emergency room to have it replaced. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
At this time it is unknown if the sample was discarded. A follow-up MDR will be submitted if the sample is returned for evaluation.